Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had damaged barcode scanner and scanner housing. A field service engineer (fse) replaced the barcode scanner to resolve and tested functionality. Additionally, fse identified multiple return bins with damaged hinges due to pin displacement, likely caused by design or long term wear. Some bins were temporarily repaired, while others required full replacement since the hinge is welded and non repairable. A total of 16 out of 40 units were affected. The return bin was mounted on the side of the device and did not require drawer access, so functionality of the main unit was not impacted despite the mechanical issue. In preventative maintained fse verified touchscreen and keyboard functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the scanner was broken. However, there were no adverse events or injuries reported based on this event.